Event description:
It was reported that when using the bd pyxis medstation system, there was a tower door failure in door 2. The customer reported that the user was unable to dispense medications for a ptient due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door was failed due to a jammed door. A field service engineer found dirty microswitch latches and cleaned and greased all microswitch latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.